Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced small premature ventricular contraction (pvc) that were being functionally undersensed due to the sensing profile and amplitude. Technical services (ts) noted this would not affect tachy sensing. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that undersensing was observed again for a ventricular fibrillation (vf) event this patient had. The field representative and physician reduced the smartcharge to zero or one set of intervals. Ts discussed the undersensing could have contributed to six to eight seconds delay in time to therapy and recommended in clinic vector analysis for further troubleshooting.